Event description:
(B)(4). My hysterectomy is scheduled for (B)(6) 2015 in (B)(6). There weren't any doctors that would see me concerning essure.

Event description:
(B)(4). The onset of my complaints started almost immediately for some of my side effects; cramping, abdominal pain, menorrhagia, loss of libido, incontinence, all over body aches, headaches, nausea, vomiting, gas, constipation, diarrhea, severe bloating heartburn, bowel issues, brain fog, mood swings, weight issues, excessive sweating. These issues have caused me not to be able to take care of my two young children. It has caused issues with my husband and home life. Pretty much essure has ruined my life and I want it removed!